Manufacturer narrative:
Event site full name: (B)(6) healthcare. Occupation - manager. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab), the cs300 intra-aortic balloon pump (iabp) generated a fiber optic sensor failure alarm. The customer had already switched over to the fluid lumen for alternate arterial pressure (ap) access but could not get the iabp to zero and could still see the fiber optic (fo) alarm. The getinge representative had them unplug the orange fo cable and explained why they could not zero the iabp. They were able to successfully zero and obtained an appropriate waveform and numbers. There was no patient harm or adverse event reported.

Event description:
It was reported that immediately after initiating intra-aortic balloon (iab) therapy, the cs300 intra-aortic balloon pump (iabp) generated a fiber optic sensor failure alarm. The customer had already switched over to the fluid lumen for alternate arterial pressure (ap) access but could not get the iabp to zero and could still see the fiber optic (fo) alarm. The getinge representative had them unplug the orange fo cable and explained why they could not zero the iabp. They were able to successfully zero and obtained an appropriate waveform and numbers. Therapy was concluded after 60 hours. There was no patient harm or adverse event reported.

Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The extracorporeal tubing was returned cut in two parts. A kink was found on the catheter tubing approximately 39.4cm from iab tip. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and a break was observed within the y-fitting. The optical fiber was found to be broken confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).